Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter is prompting the settings mode whenever she attempts to test her blood glucose. This complaint is classified according to the documentation of the customer care advocate. The issue was not resolved with training. The issue began on the day of the call to lfs at 11 am. The patient reportedly had headaches and was feeling dizzy at the time of concern. There was no report of any required hcp medical intervention to suggest a serious injury. This complaint is being reported due to the unresolved settings mode issue. There was no evidence of a serious injury associated with the incident.